Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm and they were able to complete insulin pump rewind. Customer was performed displacement test and it was passed. Customer stated motor error was reoccurred. Troubleshooting was performed. The insulin pump will not be returned for analysis.